Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: surgeon does not think the stapler was fired a second time. Not blaming the ta. Pt is fine. No tissue loss, no blood loss, no reinforcement material, nothing fell into the pt. No extension in the incision. However, there was an extension in surgery by 1 hour to do an anastomosis. Sample is being returned. Have asked the rep form clarity on the description. Additional info: it was the rectum and the surgeon believes he did not fire the gun a second time. He wanted it sent regardless. The surgeon would have cut the bowel but there would have been no staples holding it together so he would have had an open bowel.